Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was determined to be an lcd failure. The monitor was opened and a test lcd was attached, the image appeared. The faulty lcd was replaced which resulted in a good quality image. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, there was no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.